Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/23/2015. Additional =narrative: it was reported that patient underwent cystoscopy with botox injection 200 units on (B)(6) 2014 due to intractable detrusor instability failed medical management.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to cystocele, rectocele, and mixed uterine incontinence with dominant genuine stress. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced erosion, infection, urinary problems and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to pain and discomfort. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.